Manufacturer narrative:
Methods, results and conclusions: the pieces of the implant involved in this case were returned to 3m espe for evaluation, but did not permit a conclusion.

Event description:
A patient underwent an osteotomy to remove a piece of a broken dental implant. The reason the implant broke was not able to be determined based on the information provided. A lindemann burr was used to remove the fragment of implant. The dental professional is waiting for approximately the next three months for bone healing to determine the clinical path forward. The condition of the patient following removal of the implant fragment is fine and no problems were reported during the removal surgery. Based on available information, the dentist placed the implant using a torque-limiting wrench.